Event description:
It was reported that the customer experienced low blood glucose of 72 mg/dl. Customer stated her blood sugar began to go low after she was walking with a friend and she was given candy corn as they were walking back. They kept testing blood sugar and the meter said low and would not register a specific value. The customer experienced symptoms of being shaky, foggy and sweaty. Upon recovering from her symptoms, her blood glucose was 288 mg/dl. Customer tried to treat for high blood glucose, but the insulin pump said maximum bolus reached. It was found that the customer did not enter blood glucose in that morning and only delivered a bolus based on food intake without blood glucose entering the equation. Carbohydrate ratio and sensitivity were reviewed and her sensitivity was found to be 100 points, explaining the blood sugar crash. Customer's blood glucose was at 309 mg/dl, she was advised to monitor and not to treat until active insulin was gone. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.